Manufacturer narrative:
(B)(4). The sc60 device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, the device was locked out on the way of the first firing. The manual release lever was used to release. The deployed staples from the acral to the middle part were unformed. Reinforcement product was not used. There were no adverse consequences for the patient.